Event description:
The patient's mother reported the infusion device does not deliver insulin properly and the patient has experienced elevated blood glucose of 400-600 mg/dl for the past 2 weeks. The patient switched to the backup infusion device. His normal blood glucose range is 70-170 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.